Event description:
The caller, anesthesia technician, confirmed the tube failed leak testing. Caller confirmed that the sample failed during testing of stock of the reported product with no patient involvement.